Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No further details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed that the keypad cover was intact. The down arrow keypad button was intermittently unresponsive. The keypad cover was removed, revealing that the down arrow button contact was inverted. The pump casing was opened and no internal defects were found.